Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had a rise in threshold. The pace/sense portion of the rv lead was capped and replaced and the high voltage portions remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).